Event description:
It was reported that, during a tka surgery, the handpiece jammed distal femur was being burred. The surgery was resumed, without delay, by swapping the handpiece out. The patient was not harmed. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10: the device, used in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The snap lock nut was broken. This would have caused an error when the user started burring because the handpiece would not be able to properly move the drill for burring and this likely caused the handpiece jam error. The malfunction is likely due to mechanical component failure and a corrective action has been opened for this issue.